Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible on the balloon and on the shaft, consistent with the sds advanced into the patient anatomy. There was an indentation in the distal end of the tip. There were three kinks in the hypotube 16.5 cm, 19.5 cm and 21.8 cm. Since this damage was not reported in the incident information, the kinks and tip damage may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, it was reported the lesion was not pre-dilated prior to attempting to advance the xience sds, which likely contributed to the reported difficulties. It should be noted the xience instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter. It was reported that after the failed attempt to cross, the situation became critical; however, it is unknown what exactly was perceived as a critical situation by the account. Analysis noted the stent implant was dislodged from the balloon and was not returned. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Follow up information received confirmed the stent did not dislodged during use, and most likely occurred during packaging, handling and return to abbott vascular for analysis. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no lot specific product quality deficiency. The reported failure to advance appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release.

Event description:
It was reported that no predilatation was performed prior to the failed attempts to cross a tortuous left anterior descending artery with two xience v stent delivery systems (2.75x18 and 2.5x12). After the failed attempts, the situation was critical and the target vessel was treated with angioplasty (no stenting). The patient is getting well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience v 2.5 x 12 mm being reported under a separate medwatch report number.